Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away in hospice position and the cause of death was unknown. The death was not device related.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate ii lvas patient handbook rev. C are currently available. Section 1 of this document, ¿introduction¿, lists stroke, bleeding, right heart failure, cardiac arrhythmia, and death, as adverse events that may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on hospice and their family revoked hospice when the patient became unstable related to an acute subdural hematoma. Their anticoagulants were held initially per family decision. The patient developed low flow alarms (lfas) and had bivalirudin initiated for high risk of pump thrombosis per family decision. The patient was normotensive, had atrial fibrillation with controlled rate in the 70's, and had right ventricular (rv) dysfunction. The intermittent lfas persisted. Log file captured low flow events on 24nov2023. Additional log file review was requested after flow was noted on monitor intermittently lasting up to 45 seconds. It was noted that the latest log file data captured lfas on 25nov2023 & 26nov2023. The cause of the lfa's was noted to be rv failure. It was communicated on 11dec2023 that the lfa's resolved, no diagnostic testing was performed, and there was no thrombus confirmed. It was also noted that the patient didn't have a history of arrhythmia pre-left ventricular assist device (lvad), and that the arrhythmia was thought to be therapy related. The arrhythmia was not sustained and did not result in clinical compromise. The arrhythmia reportedly resolved. The patient's rv dysfunction was treated with inotropes and hydration.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events. It was communicated by the account that the low flows were caused by right ventricular failure (rvf). A direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files collectively contained events from (B)(6) 2023. Intermittent low flow hazard events were captured from (B)(6) 2023. No other notable events or alarms associated with the pump were observed. The pump appeared to function as intended at the fixed speed for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of this document, ¿introduction¿, lists stroke, bleeding, right heart failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate ii lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit, 2.5 liters per minute (lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 4 also explains that the system controller provides an estimated flow that is based on pump speed and the amount of power being provided to the pump. The system controller monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. This section, under "anticoagulation", also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6, under "caution", also stated that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Additionally, several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.